Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. The lead was explanted and replaced. No additional adverse patient effects reported.